Event description:
It was reported the patient had a pocket infection due to staphylococcus aureus with possible lead vegetation. The 'full system' was removed. There were no device or lead performance issues. Per the physician's medical report the patient also experienced sepsis and endocarditis; transesophageal echogram 'demonstrate[d]' 'possible aortic valve vegetation and a probable mitral valve vegetation,' three-plus mitral regurgitation and two-plus aortic insufficiency; pus was coming from the device site. The physician noted "a very high suspicion that [the patient's] pacemaker site it is partly if not fully responsible for [the patient's] most recent course." The explanted system was not returned to the manufacturer; its disposition is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4) implantable pacing lead (B)(6) 2007. Additional information indicates the patient had 'possible pneumonia.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.